Manufacturer narrative:
(B) (4): physio-control was unable to test the device as a whole since the customer had already removed the power module before the physio representative arrival physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and observed a power module failure, no ac operation. The root cause of the discrepancy was determined to be due to a failure of the ac power supply, transistors q1 and q2 were shorted and fuse f1 was open. The observed failure mechanism of no ac operation would also result in the device inability to charge the installed battery.

Event description:
It was reported that the device would not power on ac or battery power. There was no pt use associated with the event.